Event description:
Ous MDR - the physician was attempting to introduce and find a correct position for an lv lead in the target vein during implantation of a crt-p. The guide wire became completely unwound. It was possible to pull the guide wire out of the lv lead, but the physician was concerned about perforating the vein. No perforation was noted and the procedure was completed with another type of guide wire. The guide wire was cut with scissors to facilitate removing it from the lv lead. There were no adverse effects reported for the patient. This device has been returned for analysis. Upon initial review: "the complaint text states that the wire was cut with a scissors. However, upon examination of the guide wire it appears that the wire has fractured at the distal tip. It is likely that this caused the guide wire coil to "unravel" as is described in the complaint dialogue. It is likely that the user then cut the coil with a scissors (and not the core wire).